Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during device change out due to normal eri, an externalized conductor was observed distal 1cm to the proximal coil. Lead remains implanted.